Event description:
Received information stating customer received multiple occlusion alarms. Reportedly customer's blood glucose level was not impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up report will be submitted if the device is received.